Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Event description:
It was reported when connecting the holder to the needless connector the male luer broke off. The needless connector was attached to a hickman catheter. The hickman catheter was capped with needleless connectors. The blood collection device was attached to the hickman and the tubes then attached to the collector device. They used just the holder and luer it to the needleless connector then utilizes vacuum tubes to obtain samples. The device broke off into the patient was the luer connector that screws on/into the port of the hickman was broke into the catheter and could not be removed. The event occurred while in use with patient.

Manufacturer narrative:
No product was returned; however, a photo of the device was provided for analysis. The photo was reviewed, and the reported issue was confirmed. The root cause cannot be determined, as no sample was returned for investigation. A review of the device history record (DHR) showed that all inspections were completed, with no issues noted during manufacturing.